Event description:
During the 14th annual symposium of congenital heart disease a physician presented a case involving a patient who was implanted with a conduit for right ventricular outflow reconstruction 12 years following a failed ross procedure. A gore-tex cardiovascular patch was used. The patient developed pulmonary stenosis and pulmonary insufficiency. A reintervention procedure was performed utilizing a catheter based valve.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot # remains unknown. The device was discarded, so no engineering investigation could be performed.